Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed noise and there was a pacing out of range impedance alert. Re-programming was performed; however, the lead was sensing but not pacing. Information on how to stop the alerts was requested and provided. The lead remains in use and no patient complications have been reported as a result of this event.